Event description:
Hello. In 2009 I had allergan; natrelle silicone filled breast implants, reference 15-371 implanted. I am 39 years old. Over the course of the last 2 years I have increased symptoms, however blood work and ultrasounds are fine. I have an MRI scheduled to check for capsular contracture and rupture. My list of symptoms include: brain fog, extreme fatigue, loss of period for 2 years, hair loss, food intolerances, joint pain, body aches, loss of strength and endurance, difficulty taking a deep breath, and pain in both sides of my breasts that goes under my armpit. FDA safety report ID#: (B)(4).